Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 10/01/2015 with the following findings: during a visual inspection of the pump there was evidence of moisture present in the display lens. There was one battery compartment crack noted; additionally, the pump casing was damaged near the top corner near the display lens. The pump failed a leak test at the battery compartment and pump casing. The pump cover was opened and moisture was found on the motor assembly, transceiver printed circuit board and inside the cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. Reportedly, moisture was found behind the display screen. No additional detail was provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.